Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1 multifocal (tmf) model zmb00 intraocular lens (iol) was explanted from a patient¿s operative eye as there were night driving complaints. No additional information was provided.